Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that the unit was left unplugged in storage and this caused the battery to be completely drained. This is a use error. There was no reportable malfunction. H3 other text : additional information was received that the unit was left unplugged in storage and this caused the battery to be completely drained. This is a use error. There was no reportable malfunction.